Manufacturer narrative:
(B)(4). D10: medical product: g7 neutral e1 liner 36mm h: catalog# 010000860, lot# 7619753; g7 osseoti 4 hole shell 64mm h: catalog# 110010250, lot# 7506480. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - head. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was unable to be confirmed with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. On an unknown timeframe post-implantation, the liner dislocated. Subsequently, the patient underwent revision surgery to replace the liner, shell, and head. Due diligence is complete as multiple attempts have been made however all available information has been provided.